Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device would not fire. Unk how the case was completed. There were no adverse consequences to the pt.